Manufacturer narrative:
Per the clinic, the device was explanted on june 20, 2016. This report is filed september 6, 2016.

Manufacturer narrative:
This report is filed march 9, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a device problem subsequent to sustaining a suspected fall. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device.

Manufacturer narrative:
This report is filed october 10, 2016.